Event description:
It was reported that, "surgeon doing a retrograde t2 femoral nail. Guidewire put in , went to ream through, reamer caught edge of sleeve. Ripped up & busted sleeve." Piece of broken instrument was left in patient.

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.